Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and obtained: how was the procedure completed? With other cliptang. Was there any patient consequence? Nothing mentioned, but greater risk for a leakage.

Event description:
It was reported that the clips didn't close correctly. They were used during a gal bladder procedure, so possible gal leakage as a consequence.

Manufacturer narrative:
(B)(4). Batch # r9324l. Per photographic evaluation: upon visual inspection of the pictures, 10 malformed clips were observed. Refer to the physical analysis for further information. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument and 7 malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.